Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date and device manufacture date.

Event description:
It was reported that three bd¿ q-syte were related to blood stream infections by pseudomonas aeruginosa, pseudomonas luteola and staphylococcus aureus. Medical intervention was unknown.

Event description:
It was reported that three bd¿ q-syte were related to blood stream infections by pseudomonas aeruginosa, pseudomonas luteola and staphylococcus aureus. Medical intervention was unknown.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd¿ q-syte were related to blood stream infections by pseudomonas aeruginosa, pseudomonas luteola and staphylococcus aureus. Medical intervention was unknown.